Event description:
It was reported that the customer experienced low blood glucose levels and that insulin pump alarmed calibration error. The blood glucose reading was 48 mg/dl, which the customer treated with food, candy and a few glucose tablets. The sensor glucose reading, however, was 137 mg/dl. Advised customer to monitor and call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.